Event description:
On (B)(6) 2013, a doctor reported that a patient lost a replant implant approx (B)(6) after implanted. The implant and crown were loose. Doctor removed the crown and the implant was broken.